Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port 5 of a em2400 valve set was sucking in air instead of delivering the solution. This occurred during setup/preparation. There was no patient involvement. No additional information is available.